Event description:
It was reported a patient experienced and was hospitalized for peritonitis. The treatment and outcome are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.